Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was reported as being 450 mg/dl and a correction bolus via the pump was used to address the bg level. As the occlusion alarms had occurred in the past and the customer had changed the supplies on the pump after the most current occlusion, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.